Event description:
A biomedical tech (bmt) reported a dialyzer leaking. In a follow up, it was clarified that it was a saline leak during pretreatment. There was no patient involved. The leak was visually observed at the top of the dialyzer at the threaded area. A 2008t machine was being used. Fresenius bloodlines were being used. There was no defect or damage noted on the dialyzer. The dialyzer is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.